Event description:
It was reported that this pacemaker exhibited far field oversensing resulting in inappropriate mode switch. Technical services (ts) also noted the atrial intrinsic amplitude to be out of range with no evidence of atrial undersensing. Further review was recommended. No adverse patient effects were reported. This device remains in service.